Event description:
The customer alleged that an employee experienced human reaction due to handling cassette. After the cycle completed, the printout read insert new cassette even though the display on the sterrad did not say to insert a new cassette. The employee inserted a cassette and realized there was still a cassette inside and decided to remove both cassettes then re-insert the second cassette. The employee started a cycle and noticed a white residue on her finger. The employee did not require medical treatment. The employee reported that the symptom has resolved. The biomedical engineer at the facility fixed the unit.

Manufacturer narrative:
Method code: other-customer fixed unit.